Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's (B)(4) regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display. The home patient (hp) would finish with manual supplies. No patient injury or medical intervention was indicated at the time of the initial report. During follow up the care giver (cg) stated that the issue was resolved, the caregiver requested a swap for the machine. The cg said the solution was moving to the heater bag from the other bags when the line collapsed. The cg verified that there were no loose connections or disconnections on the supplies. Per the cg, the hp did not receive any injury or medical intervention as a result of this incident. They saw the nurse the next day when the new cycler arrived but the system error 2240 was not discussed. The cg said she will discuss it with the nurse. The cg stated that the home patient (hp) is doing fine and continuing therapy without issues. No further information was provided.